Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that customer experienced difficulty loading a cartridge onto the pump. Reportedly, there were "while calcified materials/deposits" near the pneumatic tap. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.